Event description:
During an atrial fibrillation procedure with volt, an agilis sheath was used for transseptal puncture, then the left atrium was mapped with a advisor grid x catheter. When the volt was advanced into the agilis sheath, almost only air was aspirated from the agilis sheath. The connections were checked and the volt was removed and the advisor grid x catheter was reinserted back into the agilis sheath. The agilis sheath was aspirated again which withdrew blood as expected. The volt catheter was reinserted, and the issue of air aspiration from the agilis sheath was reproduced. The agilis sheath and volt catheter were replaced, but the issue persisted. It was noted that some drops of blood were present on the agilis sheath hemostatic valve and that the valve was likely compromised. A non-abbott catheter (boston scientific faradrive pfa) was used to complete the procedure. There was a 1-hour delay.